Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
In preparation for the procedure it was noted that the tip of the device was crimped. The wire would not go through it. The device was not used. No adverse effects reported.